Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: customer problem: customer is alleging false positive results on product 256082. Follow up for lot number: steps taken with customer/troubleshooting: documented complain. Customer noticed that only one line on the test device was visible but when inserted into the veritor analyzer, reader displayed positive so reported as positive. Customer was informed by those same patients went to get pcr tested from an outside facility and got negative results from their pcr tests.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using pcr and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Eua#: eua (B)(4). The following information was provided by the initial reporter: " customer problem: customer is alleging false positive results on product 256082. Follow up for lot number: steps taken with customer/troubleshooting: documented complain. Customer noticed that only one line on the test device was visible but when inserted into the veritor analyzer, reader displayed positive so reported as positive. Customer was informed by those same patients went to get pcr tested from an outside facility and got negative results from their pcr tests. "

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as the batch number is unknown. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.